Event description:
It was reported that after use of the bd precisionglide¿ specialty use sterile hypodermic needle there was a white precipitate on the needle. The following information was provided by the initial reporter: material no: 305106. Batch no: 7236545. Per customer email: reported complaint receipt date/date of occurrence: (B)(6) 2019. Per reporter, ¿dr. Called me last night after work to report the affected needle that has a white precipitate on the needle. He did not notice this before he injected the patient, however during the injection the needle seemed to get stuck trying to enter the sclera.¿

Manufacturer narrative:
An investigation was also completed by regeneron with the following information: regeneron completed an evaluation of the sample with the following results. Samples were shaved from both deposits and pressed out on a potassium bromide salt plate for analysis by infrared spectroscopy. The white material was identified as an epoxy resin. The needle was attached to the syringe barrel with a white opaque cement that visually looked similar to the deposit on the needle. A sample of this material was also analyzed by infrared spectroscopy. It was identified as an epoxy resin, similar to the deposits on the needle. The spectra of the needle deposits showed stronger absorptions at 800 cm-1 , possibly due to residual silicone. Based on the identified peaks, the deposit on the needle was found to be a close match to an epoxy resin. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on 8feb2019 in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows a finished syringe and plunger rod with the package in which the end user customer received the syringe. The second photo shows a closer view of the syringe and plunger rod. Both photos appear to show three (3) white spots on the needle of the syringe. The needle cap is not in either photograph. Failure mode is verified; however, without a physical sample to analyze, the foreign matter (fm) that appears to be on the needle cannot be confirmed or identified; therefore, potential root causes cannot be determined. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #7236545, item #305106. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: without a physical sample to analyze the foreign matter (fm) that appears to be on the needle cannot be confirmed or identified; therefore, potential root causes cannot be determined. Rationale: without a physical sample to analyze the foreign matter (fm) that appears to be on the needle cannot be confirmed or identified; therefore, potential root causes cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that after use of the bd precisionglide¿ specialty use sterile hypodermic needle there was a white precipitate on the needle. The following information was provided by the initial reporter: material no: 305106, batch no: 7236545. Per customer email: reported complaint receipt date/date of occurrence: (B)(6) 2019. Per reporter, ¿dr. Called me last night after work to report the affected needle that has a white precipitate on the needle. He did not notice this before he injected the patient, however during the injection the needle seemed to get stuck trying to enter the sclera.¿